Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that a patient sample with anti-d showed a weak or no reactivity with cell #4 of biotest cell-i11 plus during manual tube testing. At the time the customer filed his complaint, the allegedly defective product was already expired. The customer did neither return the patient sample nor the supposedly defective product that had caused a false negative test result. Investigational testing of this complaint was not possible because the allegedly defective material was not available and the case was reported after the product had expired. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.